Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. Abbott technical support recommended performing provocation testing in an attempt to reproduce the noise, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.